Event description:
Pt is receiving tpn via a cadd-prizm pump and is using the hivol with filter #7081. Pt's mom called complaining of leaking around the filter through a crack. Replaced the tubing without an repeat of event. Call MFR with complaint.